Event description:
It was reported that after the pocket was closed, the ven- tricular lead exhibited loss of bipolar capture at 1.75 v. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.